Event description:
The pt ((B) (6) female) was implanted with a triangular portion of polyform surgical mesh (cut from a flatsheet, part# 840-240) on (B) (6) 2008. On (B) (6) 2008, the pt presented to the ER with hematoma, high temperature and discomfort. There was an exposure of the polyform mesh at the midline (surgical incision line). On (B) (6) 2008, the hematoma was evacuated. The pt responded well to this treatment. ((B) (4)). On (B) (6) 2009, pt presented with mesh exposure where posterior incision had separated. On (B) (6) 2009, physician performed surgical re-intervention under local anesthetic. A 1cm x 2cm piece of mesh was excised at the midline. Pt responded well to the treatment. ((B) (4)). On (B) (6) 2009, pt presented with 2 filaments of the mesh exposed. Physician pulled out the excised these filaments. ((B) (4)). On (B) (6) 2010, pt presented with whole line of mesh fibres exposed on the midline (surgical incision line). On (B) (6) 2010, physician performed surgical re-intervention and removed exposed mesh. The pt responded well to this treatment. (B) (4).

Manufacturer narrative:
Initial 30 day reports submitted to FDA - 3004859928-2010-00001 & -00002. Add'l info was rec'd from the physician in the interim detailing the chronological order of events including 2 add'l adverse events. This report is assigned to the event that occurred (B) (6) 2010. This complaint is being investigated by proxy biomedical - (B) (4). To date, there has been no assignable root cause attributed to the complaint. Potential root causes may include; estrogen status of the pt coupled with the accumulation of variables arising from post operative hematoma and the use of polypropylene mesh under these variable conditions.